Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of five of peritoneal dialysis therapy. The patient reportedly felt overfull. It was determined that the patient¿s largest prescribed fill volume (night fill volume) was 2500 ml and their drain volume was 5210 ml. The patient was to complete therapy with continuous ambulatory peritoneal dialysis, and the technical service representative discussed its use with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, an external and internal inspection was performed and passed. During function testing, the pneumatic system was found to be working to specification. A short simulated therapy was performed and passed successfully without any delays or alarms. The device passed both the homechoice rite electrical test and functional test specifications. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.